Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. It was noted that the patient had experienced an "electric storm" and the ICD discharged 174 times. The ICD is scheduled to be replaced. No patient complications have been reported as a result of this event.